Event description:
Patient revised to address worn cup, polyethylene wear, metalosis and osteolysis.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the lot codes required for retrieval were unavailable. Although unavailable for evaluation, it would not be unreasonable to expect some poly material wear after approximately 20 years of implantation. The investigation could not verify or identify any evidence of product error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that the liner product code has been inactive/obsolete since 1999. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.